Event description:
The sales representative reported the following info to abbott spine in 2008: in a month prior, the patient presented to the emergency dept. With complaints of severe back pain. In the same month, the patient underwent revision surgery to remove the infix construct. During surgery, it was noted the some of the main vessels were occluded. The surgeon repaired the vessels and implanted bone and posterior back screws. The prodisc constructs were left as they were. The initial fusion surgery was performed on approx three months earlier, with a single level infix constructs at level l5-s1. Two-level prodisc constructs were implanted at l3-4, and l4-5.

Manufacturer narrative:
Evaluation is pending upon completed investigation of the product.